Event description:
A spinal surgery for a stabilization of two vertebrae (l4-l5) was planned to be performed with the aid of the brainlab spine navigation system. During the procedure the surgeon attached the navigation reference to the sacrum; matched the pre-operative CT scan with the actual patient anatomy via two intraoperatively performed fluoro images; verified the result of the matching and determined the accuracy to be acceptable; placed the screws in the vertebrae using a combination of navigated and non-navigated instruments; performed intraoperative x-ray images to verify the position of the screws with a satisfying result; postoperatively verified the placement of the screws with CT scan and detected that one of the screws in l4 was too far lateral. The surgeon performed an additional surgery one week after the initial procedure, in order to remove and replace the incorrectly placed pedicle screw. The outcome of this revision surgery was successful and according to the hospital there are no remaining negative clinical effects for this specific patient.

Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, although there is no indication of a malfunction or defect or systematic error of the brainlab device; corresponding measures to reduce this anticipated risk as low as reasonably practicable are in place; according to the hospital there are no remaining negative clinical effects for this specific pt. The most likely root cause is that the software match (between preoperative CT scan and actual patient anatomy) was not as accurate as desired for this specific pt/surgery. Despite the surgeon has detected an inaccuracy with the according measures in place, he determined the overall accuracy to be acceptable. However, the info provided by the navigation may not have been as accurate as desired for the specific situation and may have misled the surgeon. Further, a not detected shift between the info displayed in the navigation system and the actual patient anatomy could have occurred, potentially caused by movements of the vertebrae that could not be compensated by the navigation, since the reference array was not attached on the bone to be operated on. The potential shift was apparently not detected with the corresponding verification functionalities available. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer additional training to this hospital.